Manufacturer narrative:
The pump was monitored for 24 hours with multiple basal rates and the pump functioned properly. No blank display or display anomaly noted. No damage was noted inside the pump. The pump passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements. No unexpected low battery, failed battery or off no power alarms were noted. The pump was received with minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads, and a cracked end cap near the drive support disk.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump was cracked around the battery compartment and alarmed for a failed battery test when inserting a new battery. The blood glucose reading was 167 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.